Event description:
Approx two weeks after implant, the pt experienced a "cerebrovascular event with symptoms of a transient ischemic attack". The pt then experienced symptoms of paravalvular leak and mitral regurgitation which included shortness of breath, chest pain, and chronic fatigue. Diagnostic testing revealed a "significant" paravalvular leak and the valve was explanted and replaced with a sjm 31mj-501. Additional info has been requested.